Event description:
It was reported that a pt exhibited radiation burns after a cath lab procedure. The fluoroscopy procedure took place in 2006. An investigation of the hosp records and archived procedure data determined that the fluoroscopy procedure had lasted 75 minutes with 42 recorded runs. There was no evidence that the system was not performing as intended. No other injuries were reported.

Manufacturer narrative:
Investigation is continuing into the need and development for site-specific training regarding appropriate fluoroscopy techniques.